Event description:
The hospital reported that during an endoscopic vein harvesting procedure they were was harvesting vein using the vasoview hemopro 2 and had just finished dissection. They inserted the cannula with the hpii device and used it to cut/seal on branch. It worked as expected. On the second branch, it did not work at all. They tried to use the toggle to seal a few times and there was no activation of energy. They swapped out the extension cable for a new one, but that did not work either. They swapped out another one with no change. They then swapped out the hpii device for a new one that that worked. They were able to complete the harvest using the new hpii device. When they took the non-working device out of the leg and looked at it, they noticed that the metal on the tip was lifted. They did not inset the endoscope prior to inserting the hpii device into the leg. In fact, insert the scope first. No patient injury.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
N/a

Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, g4, g7, h2, h3, h6, h10 the device was returned to the factory on 12/19/2022. An investigation was conducted on 12/28/2022. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the device. Charred material was also observed between the jaws. A microscopic inspection was conducted. The heater wire was observed to be flexed away from the base of the hot jaw and detached from the tip of the jaw. The clear silicone insulation of the jaws was observed to be intact with no visual defects. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test. It produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released with no excessive smoke observed. A tone was audible from the power supply upon activation. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after the 10-second cooling period with no incident each time. He jaws were gently cleaned of debris and char with a saline and gauze pad as indicated in the direction for use (cv000008979). A temperature and resistance test was conducted to evaluate the device function per hemopro 2 final test 90523436 rev w. The resistance value was measured at .68 ohms which is within specification. The device passed the temperature measurements test. The displayed temperature increased and turned green within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the results of the evaluation, the reported failure "electrical problem" was not confirmed; however the reported failure "material twisted/bent wire" was confirmed. The lot # 3000278333 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). Corrected sections: d4--unique identifier (UDI) # corrected from (B)(6). Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.